Event description:
Staff/operator(s) pressing wash only key there by only washing and rinsing scope. Staff/operators should press wash/disinfect key so that unit cycles as wash/rinse/disinfect/rinse/rinse/rinse.

Manufacturer narrative:
Hospital should retrain staff/operator, tech star will be notified to oversee in-service, printout should be utilized and checked after each run for errors.